Manufacturer narrative:
This report is submitted on march 20, 2019.

Manufacturer narrative:
This report is submitted on january 18, 2019.

Event description:
It was reported that the patient experienced an infection at the implant site and the patient was treated with oral and IV antibiotics (date and duration not reported). The patient was hospitalized. Subsequently, the device was explanted on (B)(6) 2018.